Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 150-350 mg/dl. The customer had reset pump prior to contacting tandem technical support and customer declined troubleshooting.